Event description:
A surgeon reported following an intraocular lens (iol) implant procedure, the pt was unable to read and was experiencing 'troublesome optical phenomenon'. The lens was exchanged approximately six weeks later. Additional info has been requested but not received to date.

Manufacturer narrative:
Eval summary: results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints for this lot. Additional info has been requested but not received to date. (B)(4).